Event description:
It is reported that a resolute integrity drug-eluting stent was being used to treat a lesion. There was severe tortuosity and severe calcification. Device was removed from packaging per IFU. Device was inspected prior to use with no issues noted. The stent dislodged from the delivery system in rca following a failed delivery. The stent was crushed in a side branch of the radial artery. The lesion was dilated again and a larger size stent was used to treat the lesion. The patient is reported to be ok post procedure.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent embolism); patients condition affected effectiveness of device (severe tortuosity and severe calcification); (no results available since no evaluation performed) - device or procedural images not provided for review; (none) ¿ device not returned for evaluation. Conclusion: known inherent risk (stent embolism); device failure/lack of effectiveness related to patient condition (severe tortuosity and severe calcification); unable to confirm complaint (device not returned); device not returned - no evaluation will be performed.